Event description:
The customer reported that sparking was visible through the clear male plug on the power cord when plugged into an ac outlet. The customer reported the ventilator was not in use on a pt therefore there was no pt involvement or harm. The mfrs service technician reported the power cord was found missing on the device at the time of service, so the service technician was unable to verify the reported problem. The service technician replaced the missing power cord to address the reported problem. Applicable final testing was performed and tests passed to operating specs. As reported, the event may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.